Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the hemoglobin a1c_3/ a1c_3m reagent kit lots 230 ((B)(4)) and 231((B)(4)) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems may demonstrate an increased occurrence of high %(B)(6) bias. Siemens internal investigation demonstrates reagent lots 230 and 231 may exhibit a positive bias averaging 0.6% (B)(6) units, ranging from -0.1% to 1.1% (B)(6) units. The bias was observed when comparing %(B)(6) means to ngsp pooled patient target-value assigned samples ranging from approximately 5.5% to 8.0% (B)(6). The maximum bias was observed at higher %(B)(6) concentrations. Qc samples may exhibit a similar bias. An urgent medical device correction (umdc) chc-15-19 is being sent to us customers and a urgent field safety notice (ufsn) chc-15-19 is being sent to ous customers in september of 2015. The umdc and ufsn state that customers are to discontinue use and discard reagent kit lots 230 and 231.

Event description:
The customer has indicated that they are noticing a positive bias on quality control samples and patient samples for the hemoglobin a1c_3 assay on the advia chemistry 1800 instrument when using reagent lot 230. In addition a patient sample correlation was carried out using five patient samples using a previous reagent lot 210 and reagent lot 231. There were no reports of patient intervention or adverse health consequences due to the positive bias on quality control samples and patient samples.